Manufacturer narrative:
B3: date of event - aware date on (B)(6) 2023 used as event date is unknown.

Event description:
It was reported post procedural thrombosis and device failure to seal occurred. On (B)(6), 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). On (B)(6), 2023 during a computed tomography (CT) scan with contrast, a thrombus and peri device leak were identified. On (B)(6), 2023 the patient underwent a transesophageal echocardiogram (tee) the peri device leak was no longer present but the thrombus persisted and a second thrombus was identified. There was a small, mobile echo density measuring 4mm x 2mm at the inferior aspect of the closure device on the atrial aspect just superior to the posterior mitral valve. There was an additional small, filamentous, mobile echo density measuring 2mm x 1mm at the superior aspect of the closure device on the atrial surface inferior to the coumadin ridge. The patient was instructed to resume apixaban and will undergo a follow up tee in three months.